Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm (B)(4) implantable collamer lens on (B)(6) 2011 in patient's right eye. The lens was explanted on (B)(6) 2011 due to excessive vault. The lens was exchanged for a shorter lens.